Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system did not start up at 00:00. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found ethernet switch of r cabinet bootup error and found the ethernet switch to be defective. To resolve the issue, fse replaced the ethernet switch. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.